Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the latch lock sensor failed during testing¿ was confirmed with visual inspection and functional testing. The device event log/alarm history review also confirmed the complaint. The probable cause was fluid damage to latch lock sensor. The latch lock sensor was replaced. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the latch lock sensor failed during testing.